Event description:
It was reported that the right ventricular lead exhibited high, out of range, high voltage lead impedance. Programming changes were made to exclude the svc coil. During a subsequent device replacement for normal eri the physician noted a fracture near the proximal pin of the svc connector. The physician elected to continue to use the lead. The lead remains implanted, and the patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.